Event description:
Smith's medical international has reported that they were notified of an event that the dr had tried three to four times to position a spinal needle and get flashback, but each time hit bone. On the fourth or fifth attempt he had advanced the needle to the hub without flashback. He then decided to remove the needle and noticed that the tip was missing. Each attempt was made with the same needle.